Event description:
It was reported the patient underwent an unrelated procedure. During surgery, an external shock was provided causing the pacemaker to then fail to capture in both implanted chambers. Upon further interrogation of the device, it was observed the pacemaker had a drop in r wave sensing and an increase in ventricular capture threshold. No intervention or programming were completed. The patient was stable.